Event description:
A company representative was following up on a list of patients whose generators were potentially at end of service when an online obituary was discovered indicating that the patient passed away. Further follow-up found that the official cause of death was a seizure disorder subsequent to ring chromosome 14 syndrome. The funeral home reported that the patient was cremated. The funeral home's standard protocol is to remove implanted medical devices prior to cremation and discard them. Therefore, the device will not be returned for product analysis. No additional relevant information has been received to date.